Manufacturer narrative:
It was reported that a right hip revision surgery was performed due to pain. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. With the limited information provided the clinical root cause of the reported pain cannot be confirmed. It cannot be concluded the reported pain was associated with the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a bhr resurfacing of the right hip performed on (B)(6) 2005, the patient suffered from a painful hip. This condition was treated by performing a revision surgery of the right hip done on (B)(6) 2023, during which the bhr acetabular cup and femoral head were explanted and replaced with tha smith and nephew implants. After the surgery, an ap pelvic x-ray was obtained in the recovery room and showed satisfactory positioning of the components. Patient can be weight-bearing as tolerated. No further complications reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).